Event description:
It was reported that during a da vinci-assisted hiatal hernia repair procedure, the harmonic ace instrument broke. It was alleged a fragment fell inside the patient and was retrieved during the same procedure. On 13-jan-2025, intuitive surgical, inc. (Isi) received mw5163752 stating: "harmonic robotic tip broke off inside patient, required surgeon to retrieve." Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no instrument collision. The surgeon retrieved the fragment with a different grasper. Fragment retrieval was confirmed by direct visualization. No additional surgical procedure was required. A backup harmonic ace instrument was used to complete the procedure. No photos or videos were available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.559" x 0.082" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue is associated with a corrective and preventive action (CAPA) for the harmonic ace instrument. The corrective action includes an update to the instructions for use (IFU) to clarify existing cautions and warnings regarding cracked or broken blade issues. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.